Event description:
There appears to be a high failure rate of the datex-ohmeda tec6 desflurane vaporizer used to administer general anesthesia during surgery. Reporter has experienced at least 4 defective units out of 21 total at the hospital in the past year alone. All units were returned to the MFR and when reporter asked to received feedback as to the cause of the problems reporter was told that they would be contacted by someone at the company. Reporter has called datex-ohmeda several times and has not received a response to date. One failure in particular concerns them as the vaporizer would appear to be turned on when in fact it was not receiving power and no alarms were on. This would give the clinician the appearance that all is well when in fact no desflurane is being delivered to the pt. Fortunately, reporter discovered the malfunction while doing a vaporizer efficacy test on the new vaporizer before putting it into service.